Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. The customer successfully loaded the cartridge onto the pump during the report. Blood glucose level was 440 mg/dl.